Event description:
It was reported to vyaire medical that ventilator inoperable alarm occurred during use on a patient on the avea ventilator. The customer reported the device was swapped out. The customer confirmed there was no patient harm associated with their reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.